Manufacturer narrative:
Updated fields - b3, b4, g1contact person ¿ mfg site, g3, g6, h2, h4, h6 (type of investigation, investigation findings, component code, investigation conclusions), h11 corrected field: h6(medical device ¿ problem code). It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) power cord was damaged. The fse that encountered the issue replaced the ac power cord reel . The fse completed the pm with full calibration, functional testing, and safety checks to factory specifications. The iabp was returned to the customer and cleared for customer use.

Event description:
N/a

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6) a supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had power cord damage. Patient was not involved.